Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the trunk cable. The trunk cable was pulled from the strain relief. The root cause for the pulled cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.